Event description:
An implant card was received indicating that the vns patient underwent prophylactic generator replacement surgery on (B)(6) 2014. The explanted generator has not been returned to date.

Event description:
Clinic notes were received for the vns patient¿s office visit with her physician on (B)(6) 2014. The notes indicate that the patient had seven seizures in the previous two months. The patient reported that she has been having breakthrough seizures, so anticonvulsant medications were adjusted. The physician states that the device will be checked to determine if generator replacement is necessary. No known surgical interventions have occurred to date. Attempts for additional relevant information were made, but have been unsuccessful to date. A battery life calculation using the available programming and diagnostic history revealed 5.79 yrs remaining until eri = yes.

Manufacturer narrative:
Review of the available programming and diagnostic history.